Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the surgeon noticed that the seal had been stitched during the anastomosis. The surgeon applied a partial occlusion clamp, removed the seal and re-sutured the anastomosis. No additional pt complications were reported by the hosp.